Event description:
It was reported that t2 anchor failed to deploy. Another was on hand to complete case without further incident. Delayed case by < 1 minute. No patient injury was reported.

Manufacturer narrative:
One 72202469 fast-fix 360 reversed curve needle delivery system device received. The complaint stated: ¿t2 anchor failed to deploy.¿ the depth limiter was found attached and in place. It had been slightly retracted. T1, t2 and suture were not returned. The device still cycled and actuated properly. The reversed curve had been exaggerated and the distal tip was twisted toward the left. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Occupation: other health care professional. Health professional should be marked, company representative: should not be marked.

Event description:
It was reported that t2 anchor failed to deploy. T1 anchor was removed from patient and another device was on hand to complete case without further incident. There was a short delay of less than a minute. No patient injury was reported.